Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the partial lead was returned in segments, analyzed and no anomalies were found. It was noted that the proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress and the distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. In addition, the outer insulation of the lead was extrinsically breached due to a cut, the outer insulation of the lead became extrinsically distorted due to kinking/buckling, visual summary analysis of the lead indicated apparent explant damage, visual summary analysis of the lead indicated stretching. The lead was returned in multiple segments with severe explant damage. There were no anomalies observed that would contribute to high capture threshold. There were no in-vivo fractures or insulation breaches observed. Concomitant products: 6947 implantable tachy lead (B)(6) 2008; 4194 implantable pacing lead (B)(6) 2005. (B)(4).

Event description:
It was reported that the lead integrity alert (lia) triggered. It was also reported that the right ventricular (rv) lead had oversensing, loss of output and was fractured. It was also noted that the right atrial (ra) lead had higher, but stable, thresholds and that the left ventricular (lv) lead had insulation damage due to previous explant of a different lead and was fractured. The rv and ra leads were explanted and replaced and the lv lead was previously repaired and was not explanted and replaced. No patient complications have been reported as a result of this event.